Event description:
It was reported to medtronic minimed that the customer experienced a discrepancy between sensor glucose and blood glucose values while using the instinct sensor. The event involved product(s) mmt-342, mmt-1884, mmt-431ag, 78893-01. The reported sensor glucose value was 193 mg/dl and the blood glucose value was 236 mg/dl, a difference of 43 mg/dl. Troubleshooting was performed and the customer also reported a high bg of 236 mg/dl that had persisted for more than four hours, which was treated with a bolus. No medical events such as loss of consciousness, seizures, or need for medical attention were associated with the sensor issue. The customer declined troubleshooting. No further patient complications were reported. Mmt-342, mmt-1884, mmt-431ag, 78893-01 were not expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.